Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and noticed that the purge tubing was improperly routed and pinched. The stm rerouted the tubing correctly and tested the iabp unit then performed preventative maintenance (pm). All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that after repairs were made by the customer for a blood back incident on the cs300 intra-aortic balloon pump, the repairs were not successful and the iabp unit generated autofill errors. The customer has requested for a getinge service territory manager (stm) to evaluate the iabp unit. There was no patient involved and no adverse event was reported.